Manufacturer narrative:
Visual inspection: screw fracture was unable to be confirmed based on the available information. No images of the construct were available for inspection and the construct was unable to be properly evaluated. Review of the device history records could not be performed as a valid lot code was not identified. Complaint history review for both the device and manufacturing lot could not be performed because neither a valid catalog or lot number was identified. It is not clear what may have caused the screw to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause could be determined based on the available information.

Event description:
A physician reported that a fractured ozark screw was noted via post-operative x-ray. The patient has not been reported to have been revised.

Manufacturer narrative:
Current location of the device is unknown.

Event description:
A physician reported that a fractured ozark screw was noted via post-operative x-ray. The patient has not been reported to have been revised.